Event description:
It was reported that the ilet bionic pancreas presented with a cracked screen that prevented the user from unlocking the device, and a replacement device was shipped while the original is pending return. Symptoms included no change in blood glucose. Outcomes included no medical intervention, no hospitalization, and continued glucose monitoring using the user¿s cgm and phone or receiver. Investigation included customer interview and logistical review of replacement and return arrangements. Investigation of this case revealed a damaged display assembly consistent with physical damage leading to device inoperability, with no impact to therapy reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen with user-reported unknown precipitating event.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.